Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail jl4. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the preparation for use section of the rx trek/mini trek cdc instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur.

Event description:
It was reported that during the procedure in the moderately tortuous, heavily calcified, proximal left anterior descending artery for treatment of a 99% stenosis, a 2.50x12 rx trek dilatation catheter was advanced without resistance to the target site. During the first inflation, the balloon ruptured at 8 atmospheres. The device was withdrawn without resistance from the anatomy. A non-abbott balloon was used to complete dilatation. There was no reported adverse patient effect or clinically significant delay in the procedure. Reportedly, the device was prepped (applying negative pressure) inside the patient anatomy. No additional information was provided.